Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker to the distal end. A kink was observed in the telescope assembly at 70.0 cm from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at distal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that saline leak occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery( rca). During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. When flushing the opticross¿ to perform the 2nd intravenous ultrasound (ivus) outside the patient, a saline solution leaked from the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, device analysis revealed an open hole in the sheath lap joint area of the catheter.